Event description:
Knee revised for tibia loosening and when removing components, it was discovered that the poly insert had some broken fragments.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is 188 centimeters in height. The reporter stated, "I believe the tibia was suspected of being loose. Fragment were found within and not a result of removal." An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Knee revised for tibia loosening and when removing components, it was discovered that the poly insert had some broken fragments.